Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the luminometer due to splatter and residue, replaced the peristaltic pump waste tubing, and adjusted the cuvette lift position. The cse replaced damaged water fitting on the cleaning bottle and performed the daily cleaning procedure and no residue was observed. The customer calibrated a few assays and ran quality controls and precision testing, which resulted within range. The cause of the (B)(6), falsely elevated ca 27.29 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cancer antigen 27.29 (ca 27.29) results were obtained on three patient samples on an advia centaur cp instrument. Only the (B)(6) result of patient (B)(6) was reported to the physician(s). Patient samples (B)(6) were repeated on the same instrument, resulting lower. Patient sample (B)(6) resulted as expected on initial run. The sample was repeated on the same instrument, resulting (B)(6) high. The sample was then repeated in duplicate, resulting high on one replicate and as expected on the second. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6), falsely elevated ca 27.29 results.